Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was unable to obtain the ECG readings for the limb leads. The device was in use, however there was no adverse event.